Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 924256, lot# 082233616a, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that during surgery the stimloc's profile was found to be raised above the patient's skull and created horns which were aesthetically not please to the patient because they were bald. The hcp used a small drill to recess the stimloc by grinding the bone around the burr so that the stimloc sat down a little and was level with the skull, this took an extra 20 minutes of procedure time for the patient. There were no further complications reported as a result of the event.

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot#: 082233616a, implanted: (B)(6) 2017, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep noted the cause of the issue was that the stim loc rises above the skull too high in the physicians opinion and it did not lay flat against the skull. No further complications were expected as a result of this event.